Manufacturer narrative:
Batch review performed on 15 march 2021: lot 1908463: (B)(4) items manufactured and released on 06-march-2020. Expiration date: 2025-02-23. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any other similar reported event.

Event description:
3 months after the primary surgery the patient came in with a periprosthetic fracture. The surgeon reported that it was a stress fracture without trauma. The surgeon fixed the fracture successfully. No implants were revised.